Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -08.50. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -08.50 diopter in patient's left eye (os) on (B)(6) 2015. Low vault was noted on (B)(6) 2015. The icl was explanted and exchanged for a longer lens on (B)(6) 2015. This resolved the problem. Post-op visit on (B)(6) 2015, ucva was 20/20.